Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: n161 boston scientific ICD implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and returned due to upgrade to a magnetic resonance imaging (MRI) compatible system. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.